Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination found that the electrode returned with the array extended. Functionally, when the handle was actuated, both the cannula and array moved, which prevented retraction of the array. The device handle was then separated to look at the connection between the cannula and the male luer cap. The center of the male luer cap was attached to the proximal end of the cannula, but had broken out of the rest of the component. The cannula outer diameter was measured and met manufacturing specification. The condition of the returned incident device was consistent with the complaint that the array was difficult to retract. The evaluation found that the center of the male luer cap had broken away from the rest of the component. Since the cannula was within specification, the cap likely detached from the application of excessive force during use. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during a routine ablation, several treatments were administered in different locations. After completing two placements of the electrode, where each position required phase 1 and phase 2 roll-off, the handle was pulled back in order to retract the tines. However, when the needle tip emerged from the patient, the array remained partially extended. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information: after completing the ablation at the second position, the array had come back to the surface of the liver so the handle was pulled back in order to retract the tines. The electrode was then withdrawn through the introducer. However, when the device was removed from the patient, the array was found to be fully extended. The account reported that there were no clinical patient consequences that resulted from this event. Additionally, the patient's liver was reported as being cirrhotic.